Event description:
During tec procedure cutter tip fractured from tec catheter & became lodged in circumflex graft. The cutter head was retrieved with tec wire. The device was removed from the guider system. The pt required surgery for closure of perforation.